Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the evolut fx 29, a patient with a history of aortic valve stenosis, nyha functional class iii, dyslipidemia, hypertension, and a family history of ischemic heart disease experienced several complications. The procedure was conducted under local anesthesia with arterial access via the right femoral artery and venous access through the femoral vein, utilizing manta for hemostasis. A left bundle branch block (lbbb) was noted on the electrocardiogram. At the end of the procedure, an unspecified vascular complication and mild paravalvular leak (pvl) were reported. A pacemaker was implanted on (B)(6) 2024. No treatment for the vascular complication or pvl were reported. The patient was discharged home on (B)(6) 2024 with no late postprocedural complications reported.